Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fingerprint scanner was intermittently failing, functioning at times but becoming unresponsive later. Temporary functionality was restored after reboot, but the issue reoccurred consistently. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) failed intermittently and required constant reboots. A field service engineer (fse) replaced the bio ID to resolve the issue and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.